Event description:
A female with history of pad and hypertension underwent an uncomplicated peripheral intervention in 2008. The physician proceeded to use the mynx device in which hemostasis was successfully achieved without complication. Approx 1 hr after the procedure, the pt had a reported drop in hematocrit from 30 to 23. A CT scan documented a retroperitoneal bleed and the pt received a 4 unit transfusion of blood. The pt was reportedly discharged on the next day without further incident.

Manufacturer narrative:
The device was not returned for evaluation and the device's lot number was not provided; therefore, a review of the lot history record could not be performed. There is no evidence that indicates the device did not meet specification, and that it did not perform in accordance with its specification and the IFU. The root cause for the retroperitoneal bleed is unk; however, potential causes are indicated in the mynx IFU under warnings as follows: "do not use the mynx vascular closure device if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma/bleed. Perform a femoral angiogram to verify the location of the puncture site. Do not use the mynx vascular closure device if the puncture is through the posterior wall or, if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/bleed."